Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that during the implant procedure when the physician was tightening the setscrew on the lead anchor, the lead broke. The physician explanted the lead and removed all pieces of the lead and the anchor. No injuries were sustained by the patient. The procedure was completed with no further incidents and the patient is currently using the device with effective pain relief.

Manufacturer narrative:
A medwatch 3500a report number 3302260000-2019-8002 was received from the user facility, which indicated that there was difficulty implanting the lead due to excessive scar tissue. Follow-up indicated that the lead was not able to be retrieved from the hospital. The patient is currently using the device with effective pain relief.